Manufacturer narrative:
Correction: annex f (imf) added: f1910. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient recovered later that night.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. The patient file showed 10 applications were performed using catheter 217f1 / 37643-43 and system notice 50016 (the injection has stopped because the cryomapping temperature exceeded the preset value by more than 15 degrees) was observed during mapping at application 1. The reported "2:1 av block" event was not documented in the received patient files; however, during application 10, the ablation stopped at 19 seconds, which aligns with the timing described in the event description. In conclusion, the clinical issue of av block occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure to treat atrial tachycardia, focal cryo ablation was applied, and during the last application, direct ablation near the his bundle was performed without prior focal mapping. After 6 seconds of ablation, a 2:1 av block occurred, and the freeze was stopped at 19 seconds. The patient was under general anesthesia. The event led to an extended hospitalization. The procedure was aborted. The patient was alive with injury, and ongoing monitoring was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.